Manufacturer narrative:
D10 concomitants: (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 200-02-35 - three peg patella 35mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised. Reason for the revision was not reported. Patient was revised to truliant tibial ps mod size 4 11mm. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information. Based on the provided image, the component appears unremarkable for an explanted device. H6: corrected component and investigation clinical codes.